Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable . Harvester was cutting branches in the lower leg and hemopro was working normal, then the hemopro was taken out and switched directions to start cutting branches in the thigh and when toggle was pressed to activate, it seemed like the power was very low. The generator was still beeping as if the device was being activated but the hemopro was not cutting properly, then the power cord was switched out and the hemopro started working properly. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable . Harvester was cutting branches in the lower leg and hemopro was working normal, then the hemopro was taken out and switched directions to start cutting branches in the thigh and when toggle was pressed to activate, it seemed like the power was very low. The generator was still beeping as if the device was being activated but the hemopro was not cutting properly, then the power cord was switched out and the hemopro started working properly. The hospital did not report any patient effects.